Event description:
It was reported by the customer that a pyxis medstation es system med was displayed as greyed out on the station screen at the time of administration. The customer reported that several medstations are displaying incorrect times, as they are lagging several minutes behind the actual time. This discrepancy is hindering the nursing staff from accessing scheduled medications, resulting in delays in the dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that med was displayed as greyed out on the station screen due to configuration issue. Field service engineer dialed into all the stations and corrected the time to resolve the issue. The system functioned as intended after the field service engineer serviced the device.